Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) stated that medications were not crossing over from the meditech system to the pyxis system due to ongoing server patching activities being performed by the designated team. The tss informed the customer that delays were expected during this process and advised placing the devices on critical override to maintain operations. The tss confirmed that the customer acknowledged the guidance and was informed that notification would be provided once patching was completed so that the devices could be returned to normal operation. The tss communicated updates through both email and phone and proceeded to close the case after confirming that the patching activities were completed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders did not cross over to the station, resulting in a delay in order availability. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.